Manufacturer narrative:
Submit date: 9/13/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported a brown foreign substance was observed on a needle shaft.

Manufacturer narrative:
Product ID: 7070005 lot no: 619347 an investigation of the reported condition was performed. The device history record (DHR) for lot was reviewed. No issues were found in 1344 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. A process monitoring data for the lot was reviewed and there were no issues found. A review of the machine setup was conducted and there were no issues found. A review of the machine running in its current state is not possible because the machine is not currently set up to run this product. There were no samples submitted with this complaint. The reported condition is confirmed based on the supplier corrective action request (scar) report and pictures. This product is made on a machine that does not use epoxy adhesives. The ferrule is mechanically crimped to the cannula. The most likely root cause of the contamination would have been from either tweezers or a brush. After assembly both the tweezers and the brush are used to move the product on the screening table. There are machines that are in close proximity that uses an epoxy adhesive. If the tweezers or the brush was used on that machine it is possible that the item was contaminated with epoxy. Then the tweezers or brush was used on the screening table and transferred the adhesive to the cannula. A test was completed to determine if the passivation process would remove the cured epoxy. The passivation process did not remove all of the cured epoxy. A sample of this white epoxy was sent for analysis. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are taken throughout the lot and visually inspected for contamination. The lot met all defined acceptance requirements and was released. Corrective / preventive actions includes to add a advisory note stating that the brush and tweezers used on machines must only be used on that particular machine / product. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.